Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with fingerstick glucose around 402 mg/dl and sensor glucose around 393 mg/dl, accompanied by thirst; the user performed a set change in the afternoon, glucose continued to rise, and another set change was done shortly thereafter with no observed bent cannula or leaks, and scar tissue at the infusion site was considered a possible factor. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.